Manufacturer narrative:
H4: the lot was manufactured on august 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity testing and leak testing were performed, and no issue was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from an unspecified location. This issue was further described as, ¿extravasation of medication¿. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.